Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00346, 00347, 00349.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend. The device history record was reviewed for each product and indicates that product met specification when manufactured. The product was not returned.(B)(4).

Event description:
Allegedly revised due to a failed left hip.